Event description:
It was reported that suture placement in the right common femoral vein was attempted with a proglide device using the pre-close technique via an 8f sheath hole prior to an interventional non-abbott device procedure. Reportedly, the device was being retracted to confirm proper foot placement; however, the physician's hand slipped and the plunger was accidentally partially pulled back before it was depressed. The device was still deployed, however, no suture was attached when the plunger was removed. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 16f and the non-abbott device procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It was reported that the physician's hand slipped and partially retracted the plunger prior to depressing the plunger. It should be noted that the proglide instructions for use (IFU) el2105174. Revision f, suture deployment section 11.4, details the deployment steps in order, step 1: advance device and lift lever to open foot, step 2: depress plunger to deploy needles, step 3: pull back plunger to deploy suture, and step 4: lower lever to close foot. It is possible that the reported IFU deviation contributed to the reported difficulty. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: 2017 device code clarifier- failure to follow steps / instructions.